Event description:
It was reported that the lead exhibited loss of ventricular capture. An x-ray confirmed lead perforation. The lead remains implanted.

Manufacturer narrative:
No medwatch form was received.